Manufacturer narrative:
(B)(4). Additional information: the device was not received for evaluation and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for an unreported event and passed away while admitted to the hospital. It was not reported if peritoneal dialysis therapy was ongoing up until the time of death, but it was reported that peritoneal dialysis therapy was not being performed with a baxter healthcare device and/or baxter healthcare solution(s) at the time of death. The cause of death was not reported and it was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.